Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiration date. Manufacture date.

Manufacturer narrative:
This follow up medwatch is being submitted to report that 1825034-2014-00982 it is a duplicate of (B)(4), medwatch 1825034-2014-05789.

Event description:
It was reported a patient underwent right total hip arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2010 due to pain and joint fluid.